Manufacturer narrative:
The actual device was returned to the manufacturer for physical eval, and no defects were noted. The lot number was not reported, and an investigation of the lots delivered to the customer for the product were reviewed, and a lot number was not able to be determined. The event reportedly occurred at the (B)(6) hospital.

Event description:
The user facility reported that within two minutes of treatment initiation, the bloodline disconnected from the pt's dialysis catheter. Reportedly, a clamp had not been used with the bloodline. The machine alarmed appropriately. Blood spurted out and was unable to be returned. Estimated blood loss: 201 ml. Following the disconnection, the tubing was changed out and the treatment was completed with no issues. The pt was symptomatic, did not require medical intervention, and was fine. Sample is available.